Event description:
Related manufacturer reference number: (B)(4). It was reported, that the patient presented to the emergency room with a pocket infection and erosion. The device and leads were visible from the opened incision site of the implanted device pocket. With drainage. The patient was experiencing pneumonia and confusion. The implantable cardioverter-defibrillator (ICD) was explanted. The right atrial lead, right ventricular lead and left ventricular lead were ligated. The patient remained in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed. And all required manufacturing processes and inspections steps were confirmed, to be completed per the requirements. The device met specifications, prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed, normal sterilization cycles for the products. The product was returned. Interrogation of the device revealed, it was above elective replacement indicator (eri) when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).